Event description:
It was reported that during use the cap had loose connection and would detach during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter: purchase department has received a complaint on (B)(6) 2019 about bd connecta. The issue is that many connecta were either without any cap or cap was badly connecta to the 3 way, so that when opening the blister a lot of cap fell down and could not be used. Additionally, if nurse was not be careful or did not notice the missing (or badly connected) cap, there has been some blood flowing out.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9030826. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the cap had loose connection and would detach during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter: purchase department has received a complaint on (B)(6) 2019 about bd connecta. The issue is that many connecta were either without any cap or cap was badly connecta to the 3 way, so that when opening the blister a lot of cap fell down and could not be used. Additionally, if nurse was not be careful or did not notice the missing (or badly connected) cap, there has been some blood flowing out.